Event description:
Customer reported unexpected negative reactions with anti-s antisera, lot #sc72n-1, exp. 2/28/09. During testing with an s positive cell, negative reactions were observed when testing cell #2, heterozygous s cell, and cell #7, homozygous s cell, of panocell-16 lot #02454. Cell #7 of panocell-10, lot #01448 also resulted as negative. In addition, 6 out of 8 donor units resulted as negative when tested.

Manufacturer narrative:
Panocell-10, lot 01448, and panocell-16, lot 02454 expired prior to receipt of the customer's complaint; therefore, no additional serological testing was performed with these lots. The reactivity of the s antigen on panocell-10, lot 01448, and panocell-16, 02454, was verified through lot release records. In house testing was performed with anti-s, lot sc72n-1 and selected s+s+ and s- reagent red cells from retention panocell-16, lot 06506. The expected reactivity was observed in all testing.